Event description:
Customer's mother reported that the insulin pump would not stop delivering insulin. Customer reported that there was no malfunction of the insulin pump. Customer reported having low blood glucose levels three weeks prior to the call. Customer reported that the low blood glucose level was treated with glucose tabs. Customer declined troubleshooting. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.